Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced a battery charging malfunction during patient use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, h6 (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they could not verify the problem. Batteries charged normally. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp)'s battery was not charging. There was patient involvement and no harm or injury reported.